Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the no image and e216 error code were caused by an electronic component problem. The likely cause of the white residue was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had no image, an e216 scope communication error code, and white residue in the air/water channel, the air/water cylinder, and the auxiliary water channel. There was no patient involvement.